Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, during pre-dilatation of the enroute enflate transcarotid rx balloon, the balloon moved distal to the lesion. Imaging revealed a flow artifact. It was determined that the flow artifact was a dissection, due to the movement of the balloon. The physician placed an unplanned additional stent, and the procedure was completed successfully.